Manufacturer narrative:
The subject device was returned to omsc (olympus medical systems corp) for evaluation. In the evaluation, the reported phenomenon that the endoscopic image of the subject device disappeared was duplicated when the bending section was angulated. In addition, the evaluation confirmed following; as a result of confirming the appearance of the device, it was confirmed that the cover glue of the bending section was chipped and the bending rubber was scratched. As a result of disassembling the device, it was confirmed that there was a cut on the insulation of the ccd cable. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Although the exact cause of the reported event could not be conclusively determined, it is surmised that angulating the bending section caused disconnection or a short-circuit at the damaged ccd cable and it resulted in the reported image problem. In addition, the scratches and chips on the bending section were possibly due to a physical damage caused by unexpected external stress. If additional information becomes available, this report will be supplemented. The instruction manual of the device instructs; never press and/or gather the bending section of the endoscope with hand instruments. Damage to the bending section may result. Do not withdraw the endoscope from the trocar tube with excessive force to prevent damage to the bending section of the endoscope. Withdraw it carefully and slowly.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject ltf-s190-5 disappeared during an unspecified therapeutic procedure for an ectopic pregnancy. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.